Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged vibrate anomaly and pump error 15 found on 27-nov-2021. Device passed displacement test. Pump fails self test due to no vibration. No unexpected alarms/alerts noted during testing. The history/trace downloads were successful using thump and carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found moisture damage on harness assembly vibrator, pcba1, and battery tube. The following were noted during visual inspection: battery tube threads - cracked, stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Vibrate anomaly noted during testing. Vibrate anomaly due to moisture damage on electronics assembly. Pump error 15 not confirmed during function testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm during basal delivery. The insulin pump error alarm was cancelled and rewind was performed. The issue was not resolved as the insulin pump had not vibrated. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.